Event description:
Emergent cerebral revascularization performed immediately status post replacement of a metallic heart valve due to acute left mca syndrome. Case initiated after cross-sectional imaging determined that the pt had a proximal left mca occlusion. Under our routine emergent process the pt was intubated by the anesthesiology service who then maintained general anesthesia throughout the case. Using routine instruments that included a penumbra jet 7 aspiration catheter and a 4 mm x 40 mm solitaire stentriever and initial solumbra style aspiration cycle was performed without incident. No resistance or other irregularity was noted during this retrieval cycle. Control angiograms showed no recanalization. A second aspiration / retrieval cycle was performed. The stentriever was withdrawn demonstrating a small amount of thrombus contained within it. No resistance or other irregularity was noted during this retrieval cycle. Control angiogram performed via the penumbra jet 7 aspiration catheter initially demonstrated partial recanalization across the prior occlusion however, gross extravasation from the supraclinoid carotid then ensued. The penumbra jet 7 aspiration catheter was then removed and it was determined that the last centimeter of the catheter had separated and lodged within a laceration of the left supraclinoid carotid; the distal margin of the penumbra jet 7 aspiration catheter was frayed with a large amount of exposed metal braiding of the catheter. The lacerated segment of carotid was occluded by both distal and proximal embolization of this vessel. During these efforts it was seen that the left middle cerebral artery had gone on to re-occlude. The anterior cerebral artery was able to adequately perfuse the contralateral anterior cerebral artery territory but no leptomeningeal collateral support to the left middle cerebral artery territory was present from either the adjacent anterior posterior cerebral artery territories. FDA safety report ID# (B)(4).